Manufacturer narrative:
(B)(4)/ date sent: 02/24/2023. Additional information received: med sun report #(B)(4); event/problem - device is supposed to staple and cut simultaneously, and this device failed both actions. Echelon contour cutter did not cut or work as intended and it failed. What was the original intended procedure? Partial colectomy with end colostomy, sharp excisional debridement of abdominal fascia, drainage of incisional abscess.

Manufacturer narrative:
(B)(4). Date sent: 01/05/2023. Batch # 946a46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer uncut and with the knife and drivers partially advanced. The ledge of the lockout showed indentation. Also, the returned cartridge was noted to have some staples stuck in the washer. The retaining pin was not connected to the coupler and pushrod and additionally, the knife was noted to have nicks. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damaged pushrod, off-center indentation on the washer, and staples embedded in the washer indicate misalignment between anvil/washer and cartridge body. Based on the status of the pi device, this can occur if the reload is installed properly but the push rod is not advanced before clamping and lateral force is applied to the side of the reload (cartridge body or retaining pin) during clamping. It is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 946a46, and no non-conformances were identified.

Event description:
It was reported that during a colectomy the green contour curved stapler had a misfire- it did not cut, staple, or release- must have eventually opened to remove from patient before opening a second device. The case was completed with no patient consequences.